Event description:
In 2008, the pt was implanted with the gore tag thoracic endoprosthesis. The pt tolerated the procedure. On the following month, the pt underwent a reintervention and was implanted with an add'l gore tag thoracic endoprosthesis. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.